Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, decreased sensing was observed on the right atrial (ra) lead. Diagnostic imaging revealed that the ra lead was dislodged, so it was capped and replaced. The patient's condition was stable following the procedure.